Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillary incision procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the stonetome broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e (initial reporter city, state):(B)(6) block h6: medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken at 4mm from the proximal pierced hole and also it was kinked. The device was observed under magnification and the cutting wire was broken, kinked from the proximal pierced hole, and blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, blackened, and kinked. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if the cutting wire was preactivated which may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. The problems could have been generated also when energization was applied to the device constantly, or when it was activated in a incorrect position, being in contact with other medical devices. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This may lead to a kink in the cutting wire and tear the distal pierce hole. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillary incision procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the stonetome broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.